Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had stomach virus symptoms and diarrhea and leakage suddenly since the day before the report. Patient was not able to connect with their programmer and saw poor communication, but was able to connect to the ins while on the phone and increased stimulation to a comfortable level felt in the correct area. Patient increased stimulation from 2.7 to 3.5 on program 1. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.